Manufacturer narrative:
Citation: furuta a. Impact of previous acute pulmonary oedema after transcatheter aortic valve implantation: insight from french aortic national corevalve and edwards 2 [france 2] registry. Int j cardiol. 2015 mar 15;183:98-104. Doi: 10.1016/j.ijcard.2015.01.037 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding impact of previous acute pulmonary edema after transcatheter aortic valve im plantation: insight from french aortic national corevalve and edwards 2 [france 2] registry. All data were collected from multiple centers. The study population included 3,195 patients (predominantly male; mean age 83 years), 1,046 of which were implanted with medtronic corevalve. The serial numbers were not provided. Among all patients in-hospital, 30-day and 1-year mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: myocardial infarction (mi), stroke, major vascular complication, life-threatening bleeding, permanent pacemaker, second valve implantation, atrial fibrillation, aortic rupture, cardiac tamponade, cardiac surgery, and endocarditis. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or products were reported.